Event description:
Pt in operating room undergoing laparoscopic cholecystectomy. The atraumetic grasper, non-disposable broke at the distal end. One piece found outside pt on surgical drape and a second piece removed from inside pt. Xray taken for possible retained piece. Xray negative.